Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump sleep/wake button became increasingly unresponsive, intermittently engaging with vibration and functioning only while on the charger, and sensitivity recalibration did not resolve the issue; a replacement device was issued and blood glucose was not impacted. Symptoms included no adverse clinical effects. Outcomes included no interruption to therapy beyond device replacement and continued cgm use per guidance. Investigation included remote troubleshooting, user education on shutdown procedures, data syncing guidance, and return requests for the malfunctioning device to enable evaluation. Investigation of this case revealed a device malfunction related to the sleep/wake control of the pump hardware, consistent with a performance issue of the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.